Manufacturer narrative:
The device mechanism was received. Investigation in not complete. This report represents al the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device alarmed with an e439 (stuck key) malfunction alarm code. No additional information was provided. This is not a reportable malfunction. However, during verification testing at the service center, it was found there was a burned component and connector on the driver board.